Event description:
Patient admitted to hospital for removal and replacement of left silicone breast implant secondary to hard encapsulated and painful breast and total ablative capsulectomy. Pathology identified the implant as a double walled breast implant bearing an imprint of cui 280cc. Original silicone breast implants were placed in 1986. Manufacturer is unknown.